Event description:
The advocate's daughter ran blood glucose tests on 2 contour next usb meters and received readings of hi and 153mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had no remaining test strips to return for evaluation. Only the meter information was provided. Product was not replaced.